Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / abnormal bleeding') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure (batch no. 20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia, high grade squamous intraepithelial lesion, urinary tract infection, vaginal discharge, vaginal bleeding, pelvic discomfort and uterine bleeding. Concomitant products included medroxyprogesterone and medroxyprogesterone acetate (depoprovera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menstrual disorder ("abnormal menstruation") and swelling ("swelling"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dyspareunia, abdominal distension, menstrual disorder and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, swelling and uterine haemorrhage to be related to essure. The reporter commented: shortly after undergoing the essure procedure, patient began to suffer from heavy bleeding, painful intercourse, abnormal menstruation, bloating, and severe abdominal pain. The number of expanded coils that appeared trailing into the uterine cavity was 7 and other tube appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: essure coils were properly in place and that her fallopian tubes were occluded. Hysterosalpingogram - on (B)(6) 2011: confirm bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal bleeding, abdominal cramping". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.